Event description:
It was reported that there was a malfunction resulting in battery does not hold charge. There was no patient injury.

Manufacturer narrative:
Additional information was received that this complaint is no longer reportable due to based on the details from the fe task. The batteries did not have any fault, hence this record will be closed as not reportable and will be closed as nac.

Manufacturer narrative:
A ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.